Manufacturer narrative:
The system was checked by the local service engineer, (B)(6), and the system is functioning according to the specifications. No evidence of system malfunction was found. The procedure for attaching the footboard to the system is described in detail in the user manual for sireskop sd (point no. Axdi-240.620.09.01.02, section "accessories and auxiliary devices", page 13-14). If the customer ensures proper seating (latching) of the footboard, a death or serious injury is unlikely.

Event description:
During an exam, the customer placed a pt on the table and tilted the system. When the table was at about 60 degrees, the footboard let go and the pt slid of the table to the floor, sustaining no injury. The footboard is rated for 400 lbs. Siemens local engineer, (B)(6), checked the footboard and found nothing wrong with it. He performed multiple tests on the footboard by placing 450 lbs of sand bags of the footboard and tilting the table. No issues were identified during the tests. The engineer changed the footboard and sent the part to the factory for further investigation. Customer's address: (B)(6).